Event description:
It was reported that when the programmer was turned on, it would not power up. The power cord was replaced, but that did not resolve the issue. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).